Event description:
A thermodilution catheter was inserted via femoral vein, under fluoroscopy in the cardiac cath lab and sutured in place for continuous pressure monitoring and management of elevated pressures post cath. One hr post cath the pt experienced sudden onset of bright red hemoptysis with rapid deterioration of cardiovascular status and death. An autopsy revealed massive hemorrhage from puncture of the pulmonary artery and the lung. When this case was reviewed in april by the coronary care committe, the physicians questioned if the catheter used (a stiffer version of the catheter hosp usually uses could have migrated out and caused the puncture passively. The instruction/warning insert does not contraindicate using this stiffer catheter for indwelling purposes. Hosp is submitting this report to rule out that this was a product related problem/incident.